Manufacturer narrative:
Innovative health llc. Became aware on 20-may-2025 of a reprocessed viewflex xtra ice diagnostic ultrasound catheter reported to have a fractured tip. Additional information was obtained from the facility and the tip fracture occurred during the procedure upon exit from the sheath. No patient injuries were reported. A review of the process control record was performed and no anomalies were noted. Innovative health received the device for evaluation on 27-may-2025. Upon investigation, the fracture on the device tip was confirmed. The tip did not fall off completely and was attached to the shaft.

Event description:
The device was reported to have a tip fracture. The tip fracture occurred during the procedure upon exit from the sheath.